Event description:
This patient had a PICC placed by a hospital doctor. Apparently, the PICC had some sort of defect in the line (manufacturer's defect? Use error?). PICC was leaking during infusion. The PICC was removed (and given to patient(?)) To bring back to hospital. The patient was in no distress. The patient was apparently instructed to have the line replaced.